Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by excessive force being required to close door due to the door hooks being out of adjustment. The door hooks and latch pins were replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, multiple door jammed messages were identified within the device history log. There was no patient involvement.